Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use, foreign matter was found in 1 bd vacutainer® blood collection tube with buffered sodium citrate, and 2 tubes were "dirty". The following information was provided by the initial reporter, translated from japanese to english: "fm was in tube x1 dirty tube x2".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, foreign matter was found in 1 bd vacutainer® blood collection tube with buffered sodium citrate, and 2 tubes were "dirty". The following information was provided by the initial reporter, translated from (B)(6) to english: "fm was in tube x1 dirty tube x2."